Event description:
I have an inspire sleep apnea device implanted (B)(6) 2021. Generator air317320c model #3028. The device was working successfully until my accident on (B)(6) 2024. I work as a flight attendant and I received an electric shock of 115 volts at 400mhz after touching two different metal countertops in the aft galley of an airbus a319. I had my left hand on one countertop and my right hand on another. I would describe it a liken to an electrical fence shock. This voltage and current is different for the normal household voltage of 120 volts 60hz. The incident was reported to my employer, united airlines. I was stunned by the shock but did not notice any physical symptoms until I attempted to use my inspire device. I noticed that it was not functioning correctly. It would turn off randomly during the night. I would wake up suddenly not being able to properly breath and have to turn it back on. It also felt like it was pulsing incorrectly when stimulating my tongue. I reported the malfunction to my united airlines on site workers comp clinic and opened a wc claim. I also visited my ent who had implanted the device and my ent had the inspire rep who was also in office reset the device. I have also had the device turned off and on by recommendations of the inspire rep. I have also had the device reset multiple times by the inspire rep trying to determine if the device is malfunctioning. All without success. I was told to replace the remote by the inspire rep to ensure that the remote was not malfunctioning possibly causing my issues. I currently have surgery scheduled (B)(6) 2026 to have the unit replaced. It is my understanding from being told by the inspire rep that the unit is designed to withstand household voltage and current shocks, if you might be shocked. However, the voltage and frequency on the airplane is outside of the normal testing (household voltages) that might possibly cause the unit to malfunction. I had an in-house sleep study 11 months prior to the accident and that study showed successful usage of the inspire. My most recent sleep study was remarked different.